Event description:
The account alleged the side rails will not stay in the raised position, not latching. No patient impact.

Manufacturer narrative:
The technician replaced the shoulder bolts and nuts to resolve the issue.